Event description:
The product was used during an unspecified procedure. Reportedly, the insulation was damaged and some plastic is falling into the pt's cavity. The surgeon was able to remove the pieces and complete the procedure. The hosp has reported no pt injury occurred.